Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a stenotic lesion in the left common iliac artery. A total of 300 ivl pulses were successfully delivered. Upon removal of the device, the physician observed significant tension coming out of the sheath. The physician then fixed an empty syringe to the inflation port and pulled negative. The tension was persistent, and the physician pulled the catheter out with extreme force. An audible snapping sound was heard, and the catheter shaft was removed. However, the distal portion of the catheter shaft with the distal marker band and all blue material was stuck in the body and fixed to the .018 command wire. Despite multiple attempts to pull this portion of the device out of the sheath, it was unsuccessful. A catheter was then used to advance this portion of the device up and over the iliac arch into the right common femoral artery. A surgical cutdown of the right common femoral artery was performed to retrieve the fragment, which was successfully removed. The detached balloon material measured approximately 30 mm in length but was damaged and crumpled, with a profile or diameter close to 1 cm. No additional harm to the patient was reported. The physician believes that the event was caused by the balloon not being fully deflated and applying too much pressure during removal.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment, difficulty to remove, and failure to deflate could not be definitively determined based on the information available. Per the reported information, the user did not fully deflate the balloon for retraction which contributed to the issue of the detachment and interaction issue with guidewire or sheath. The IFU states: "do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury." Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.